Event description:
The customer reported that the system displayed a fast stop error when no one touched the switch. Also the unit stopped flouring at the end of a case.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.